Event description:
It was reported that the 9900 system had a x-ray key security error and would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.